Manufacturer narrative:
The insulin pump passed the functional testing, including the idle current test, run current test, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No unexpected failed battery test alarm, weak battery alarm, or low battery alarm was noted. The battery icons functioned properly. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was very short and newly received battery cap did not resolve the issue. Customer reported that as a result, blood glucose was high. Customer's blood glucose was 450 mg/dl or 557 mg/dl, which were treated with manual injection.